Event description:
It was reported pruitt f3 shunt blue balloon deflated and slipped out of carotid artery (common carotid) during surgery. No injury reported to patient.

Manufacturer narrative:
We have not received the device for investigation. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.